Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. Based on the given information, the root cause of the incident cannot be established. The device passed all tests with the test software. The problem could not be reproduced. There was no patient or user harm reported.

Event description:
Dear (B)(6), user reported that "disconnection on patient side" alarm appeared during on patient. Then they connected to a test lung for testing, "disconnection on patient side" also appeared. They replaced a new circuit afterwards, but the alarm was still appearing. When we do the checking, the functions are normal and no unknown "disconnection on patient side" alarm appeared. Please give us some advice.